Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will befiled as necessary in accordance with 21 cfr 803.56 when additional reportableinformation becomes available.additional information has been requested.(B)(4).

Event description:
A doctor of ophthalmology reported a sleeve without openings in the set during surgery. The doctor noticed that there was no inflow into the patient's eye. Upon checkup of the tip, it turned out that the sideports were missing. The procedure was completed with another sleeve. There was no negative consequence for the patient. Additional information has been requested.

Manufacturer narrative:
There have been no additional complaints reported against the finish goods lot and the device history record shows that the product was released per specifications. The returned sample were visually inspected and it was found that the holes were missing from the infusion sleeves. The root cause of the customer¿s complaint is believed to be an error that occurred during the supplier¿s manufacturing process. (B)(4).

Manufacturer narrative:
Evaluation summary: as the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause.